Manufacturer narrative:
Results: the lens was returned in the open carrier with dried saline solution on the optic. One of the lens haptic is broken. Due to the condition in which the lens was received, we cannot determine the cause of this malfunction.

Event description:
The haptic of the lens was found broken upon opening the lens carrier.